Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/24/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, instability, subluxation, and dislocation. During the primary operative note cables were placed prophylacticly due to poor bone quality. The patient indicates the cables were placed due to a fracture, but there is no indication of that. There was no mention of any infection as previously alleged. There is no new additional information that would affect the existing invesigation. The complaint was updated on:10/16/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Update: (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the part/lot is being updated. The unknown hip is being changed to an acetabular liner and a femoral head is being added. No revision date has been provided. The complaint was updated on: 7/22/2015.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.